Event description:
A sales rep sent an email to baxter corporate product surveillance to report an interlink continu-flo solution set in which a leak occurred. According to the report, the septum of an unknown injection site on the set was pushed in and medication leaked onto the patient when accessed with a needle. It is unknown if the injection site was accessed around the perimiter or through the center of the pre-pierced septum. The event occurred during infusion. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause can not be determined. A batch review could not be completed as the lot number was not provided by the customer.